Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.2 had failed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed. A field service engineer inspected storage space 3.2 and found no defects. The storage space asset was accessed through the hardware testing application and tested by pharmacy staff. The system functioned as intended after the field service engineer verified the device.